Manufacturer narrative:
This report originally filed as MDR number 1119421-2019-01506. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, after the lens was implanted into the capsular bag, a plaque appeared on the posterior capsule of the lens. With difficulty, the surgeon washed the lens. A crack was also observed on the back surface of the lens. Additional information was received indicating the lens remains implanted and the patient's condition is good.